Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple episodes of syncope. The syncope led to a fall and a hematoma. Review of the implanted system revealed right ventricular (rv) loss of capture and that the device was at end of life (eol). Additionally, placing a magnet over the device did not produce tones. At the previous follow-up, four months prior, the expected longevity had been 4.5 years. Data analysis showed the battery had recorded an increase in power consumption and the current battery levels were not high enough to effectively pace the patient. A revision procedure was performed. During the revision, the device could not be interrogated. This crt-d was explanted and replaced. No additional adverse patient effects were reported.